Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was inoperable. The complainant stated that when the doctor connected the fiber to the generator, the device produced an "attach fiber" message that would not clear from the screen. As a result, the doctor discontinued use of the device. It was later reported that the device experienced the same problem in two additional events. The sample was returned and upon receipt a tip break was noted.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the device was inoperable. The complainant stated that when the doctor connected the fiber to the generator, the device produced an "attach fiber" message that would not clear from the screen. As a result, the doctor discontinued use of the device. It was later reported that the device experienced the same problem in two additional events. The sample was returned and upon receipt a tip break was noted.